Manufacturer narrative:
Device labeling: single use or reuse. Device not returned. No eval will be performed. No conclusion can be drawn.

Event description:
Our firm rec'd a call from a pt's mother on (B)(6) 2012, requesting replacement contact lenses (cls), due to her son having had "two eye infections" while wearing the lenses in question. This report is for the pt's left eye. The ae in the right eye reported in MDR 1033553-2012-00074. The mother stated that she called her son's eye care professional (ecp) and they would not replace her sons cl's as his prescription (rx) had expired. She said there was one lens remaining in the box, which we requested for eval. The pt's mother stated that the pt had been treated for "two eye infections" by a general physician (hcp). She said she thought her son was cleared by the hcp to resume cl wear. The pt's mother state that her son was not currently wearing cl's and will see their ecp prior to resuming cl wear. We requested that the pt's mother provide us with the hcp's contact info and the lot# of the suspect cl's. On (B)(6) 2012: rec'd the hcp's contact info and the lot# of the suspect cl's. The pt's mother said she was going to take the pt to the ecp during christmas break for a new eye exam; until then the pt will only wear glasses. On (B)(6) 2012: called the ecp's office, a staff member provided the following info from the pt's chart: the mother had called on (B)(6) 2012, to report that her son hd frequent pink eye and "eye infections" and that the pt thinks the cl's are causing these issues. The staff member stated the pt had not been treated for pink eye or any other "eye infection" at their office. The mother was informed that the pt's cl rx expired (B)(6) 2012 and the pt required a new eye exam before cl's could be replaced or purchased. The pt was last seen in their office on (B)(6) 2011; at that time 2 boxes of acuvue 2 cl's were purchased; the pt wears the same rx in both eyes (ou). The pt's mother purchased 2 add'l boxes of cl's in (B)(6) 2012. The pt was instructed to use opti-free pure moist mps. The pt's cl rx was confirmed. On (B)(6) 2012: the pt's hcp was called; a registered nurse (rn) in the office stated the pt was sent at their walk-in clinic on (B)(6) 2012 and the diagnosed (dx) with acute bacterial conjunctivitis; no other objective findings are noted on the pt's chart. The pt was prescribed (rx) tobrex 0.3%, 2 drops q2h for 5 days and advised not to wear cl for 2 weeks. The pt was seen again on (B)(6) 2012 and dx with conjunctivitis ou. No other objective findings are noted and the pt was to continue with tobrex 0.3%, 2 drops q2h for 5 days and advised not to wear cl's for 2 weeks. Per the record, the pt stated he had not worn cl's since the first visit on (B)(6) 2012. The pt's record indicated the pt refilled the rx tobrex on (B)(6) 2012. The record stated that if the symptoms continue or if the pt calls again, the rx should change to tobramycin 0.3%, 2 drops q2h ou for 5 days, then refer to ecp for eye exam (this was confirmed with the hcp's office). The rn stated the pt has not returned and there are no notes of refills or return calls since. On (B)(6) 2012: called the pt's ecp's office and a staff member said the pt has not returned for new eye exam and has not been seen since (B)(6) 2011. Multiple calls have been placed to the pt's mother requesting add'l info; to date, those calls have not been returned. Product was requested but has not yet been returned for eval. A device history record review was requested and will be sent in a f/u report. If add'l medical or product info is rec'd, we will report it within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.